Event description:
An altitude alarm was reported for the pump, which caused insulin suspension. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and ensured that the pump resumed normal operation after reconnecting the cartridge and resuming insulin. Tips were provided to prevent future altitude alarms, and the customer acknowledged the guidance.